Manufacturer narrative:
Lot #: 5231173. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Customer declined further troubleshooting regarding pump battery. Additionally, customer received an occlusion alarm. Customer changed supplies and resumed insulin delivery. No reported adverse impact to the customer's blood glucose.